Event description:
Customer reported that on (B)(6) 2013 she experienced nausea, vomiting, and being "very sick". Customer also reported she suffered a loss of consciousness. A reading of 325 mg/dl was obtained on the adc blood glucose meter at 2:37am. Customer called paramedic and upon their arrival, she was administered intravenous fluids and subsequently transported to a hospital. At the hospital, a blood glucose result of 834 mg/dl was obtained on the hospital meter at 4:00 am, and customer was diagnosed with diabetic ketoacidosis (dka). Customer was administered antibiotics but no treatment of diabetes specific medication was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The FDA was informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning april 15, 2013. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. The assigned fa number of the 30-day initial report was incorrectly listed as 2954323-12/22/10-001-r. The correct assigned fa number should be 2954323-04/16/13-001.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.